Event description:
It was reported that during implant of a defibrillator system that there was difficulty placing the right atrial (ra) lead and noise was noted. After repositioning, rising thresholds was observed and a decrease in impedance. Another check was completed and rising impedance was noted. The physician was concerned about the integrity of the lead and opted for a new ra lead. On attempting to remove the lead in conjunction with difficult patient anatomy, the lead snapped in half where outer insulation and inner coils were exposed leaving a portion of the lead in the vein. The patient experienced pain and discomfort and on chest x-ray pneumothorax was found. Another ra lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.